Manufacturer narrative:
Additional manufacturing narrative: other, other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed.  If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter postal code exceeded allowable field length, initial reporter postal code is as follows: (B)(6). E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6) h3 other text : product not returned.

Event description:
The customer reported the rad-g was intermittently reading. There was no patient impact or consequence reported.

Event description:
The customer reported the rad-g was intermittently reading. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. The device passed all testing with no errors or issues observed. The device functioned as designed. E1. Initial reporter postal code exceeded allowable field length, initial reporter postal code is as follows: bt36 4gn. E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6).